Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation: one sample was received for evaluation. Visual inspection was performed and no defects were observed. Pressure testing was performed by connecting the set to a pressure gauge and submerging it under water. The device failed. A leak in the main seal was noted in the bag. A functional test was performed by filling it with solution. During filling, leakage was observed in the main seal of the bag. The unit did not meet specification. The cause was unable to be determined. A CAPA was opened to address this issue. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an intrivia empty container leaked from the top left-hand seam. The device was filled with glassia. This occurred during setup. There was no patient involvement. No additional information is available.